Event description:
During a clinical procedure while using the guardian ii nc, the patient seizured on the operating table.

Event description:
During a clinical procedure while using the guardian ii nc, the patient seizured on the operating table. The patient was released from the hospital the following day.